Event description:
Same case as MDR ID # 2134265-2013-07326. It was reported that a burr became stuck in a lesion and a guide wire tip detachment occurred. The target lesion was located in the right coronary artery. A non-bsc guide wire and an 8fr jr4 guide catheter were placed in the patient. Pre-dilation was performed with several different balloons; however, they were not getting a good result as dog-boning of the balloons was noted. They then opted to perform rotational atherectomy and a 2.15mm rotalink plus and a rotawire floppy guide wire were selected for use. During the first pass of rotablation, the burr became stuck in the lesion and could not be removed. They tried several methods to remove the burr which were unsuccessful; including inflating a balloon behind it and using a non bsc guide catheter extension. Eventually they were able to pull the burr from the patient; however, the distal portion of the rotawire had detached inside the artery. The procedure was completed after deployment of two 4.0mm veriflex stents which both trapped the wire tip to the vessel wall and treated the original lesion. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes updated. Device evaluated by manufacturer. The device was returned for analysis. The visual and tactile inspection was performed and the device returned inside the catheter. The wire was removed from the catheter and was kinked and bent along the body; moreover, distal end and spring tip section of the wire was not returned. (B)(4) lab revealed that failure occurred due to a bending overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-07326. It was reported that a burr became stuck in a lesion and a guide wire tip detachment occurred. The target lesion was located in the right coronary artery. A non-bsc guide wire and an 8fr jr4 guide catheter were placed in the patient. Pre-dilation was performed with several different balloons; however, they were not getting a good result as dog-boning of the balloons was noted. They then opted to perform rotational atherectomy and a 2.15mm rotalink plus and a rotawire floppy guide wire were selected for use. During the first pass of rotablation, the burr became stuck in the lesion and could not be removed. They tried several methods to remove the burr which were unsuccessful; including inflating a balloon behind it and using a non bsc guide catheter extension. Eventually they were able to pull the burr from the patient; however, the distal portion of the rotawire had detached inside the artery. The procedure was completed after deployment of two 4.0mm veriflex stents which both trapped the wire tip to the vessel wall and treated the original lesion. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).